Event description:
Special composite cylinder used for air transport had critical failure of gasket between valve stem and cylinder, resulting in continuous and clearly audible gas leakage. Inspection of entire kevlar tank inventory found damaged gaskets on 2 additional tanks. All tanks were hydrostatically tested in 2005. Damaged tanks removed from service, MFR and co responsible for testing contacted.